Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel and the patient received multiple shocks. The patient felt lightheaded with fluttering in her chest. It is suspected that the right ventricular lead experienced dislodgement. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.